Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition, no damage was found. Functional testing involved powering up the pump and showed that the volume on the device was very low. The front and rear piezo were replaced. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump exhibited low alarm volume. Per reporter there was no patient involvement.